Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The device was returned loose in a plastic bag. The plunger lock and lens stop have been removed from the device. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted back to mid nozzle. No damage or abnormalities observed. The lens was returned outside the device loose in the plastic bag with the device. Viscoelastic was dried on the lens. The lens was removed from the plastic bag and cleaned with klrp for further evaluation. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. No broken haptics were observed. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Viscoelastic was not provided. It is unknown if a qualified product was used. The reported broken haptic was not observed. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. No haptic damage was observed. Information was provided the customer does not wish to be contacted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description of intraocular lens haptic was broken during preparation. There was no patient harm. No further information expected as reporter unwilling to provide additional information.